Event description:
First I noticed hair loss, then other effects came on quickly, heart palpitations, fatigue, cognitive dysfunction, joint pain weight gain, night sweats, insomnia, dehydration, shortness of breath, easy bruising, low libido and more. FDA safety report ID# (B)(4).